Manufacturer narrative:
On september 3, 2024, the mentor failure analysis lab received the device for evaluation. On september 18, 2024, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth mod + prof xtra 270cc breast implant. Leak testing was performed, in accordance with mentor procedures, and area of missing material was observed in the posterior view measuring approximately 0.3 x 0.5 cm. Also, a previous photo was received in which the device looks ruptured. A microscopic examination was performed on the edges of the missing material, and no parallel striations were found in an area of the missing material. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument during the implantation. The product insert data sheet cautions not to allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 270cc mentor memorygel xtra breast implant being used for a breast augmentation procedure ruptured intraoperatively. There were no patient consequences or additional information reported.